Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The physician attempted to place a 2.25x16mm taxus liberte atom, but was unable to cross the lesion. Flared stent struts were identified.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The physician attempted to place a 2.25x16mm taxus liberte atom, but was unable to cross the lesion. Flared stent struts were identified.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a monorail (mr) taxus liberte sds and an unidentified guide wire. There was a dried blood like substance in the guide wire lumen. Inspection of the device revealed two struts in the middle of the stent were lifted/bent back distally. The device presented no evidence of any material or manufacturing deficiencies contributing to the stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).